Manufacturer narrative:
The medical review of the provided x-rays confirmed cup malposition. The review noted that a high stem position with cementation defects especially around the proximal stem has contributed to overload around the proximal stem section with progressive loss of bone support and thus fatigue build-up and ultimately a fatigue fracture in the mid-body section of the stem. Multiple secondary factors of procedure-related (cup malposition, high stem position, presence of distal screws preventing use of cement restrictor) origins plus patient-related (femoral deformity, severe overweight condition, trauma) factors have clearly magnified the adverse outcome effects of the principal failure factors.

Event description:
It was reported that the patient had a previous femoral surgery. Deteriotion femoral osteotomy and femoral shaft fracture in 1980's. Initial surgery (B)(6) 2009 and had a fall in (B)(6) 2015. Revision surgery was performed on (B)(6) 2015,